Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a xtr mitraclip was implanted on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4+. It is noted that the patient also underwent an implant of a transcatheter aortic valve replacement (tavr) with a non-abbott valve the same day. Information received on (B)(6) 2024, that the patient had passed away. It was reported that the possible cause death was device infection related to the non-abbott aortic valve and the mitraclip. The exact type and location of the infection was unknown.

Manufacturer narrative:
B2 - date of death is estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported death and infection. Death and infection are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.